Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. A follow-up report will be filed should any significant supplemental information become available.

Event description:
The customer reported that a burned smell came from the homechoice (hc) machine during use. The patient turned connect/disconnect ac power cord, but it did not solve the problem.

Manufacturer narrative:
(B)(4). The homechoice (hc) device as received and evaluated for the report of smell. The engineer confirmed that there was a problem on the fuse. The reported issue was confirmed. The root cause of this problem was determined to be a defect of the fuse. The fuse was replaced and the instrument met all specifications.